Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4 batch #: a9cy14. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. No communication issues were observed at any time during the testing. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch a9cy14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instruments cannot be identified. And that also lead the instrument can't be used. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.